Manufacturer narrative:
Additional information: e1 (event site telephone (B)(6), event site postal code:(B)(6) ). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit balloon pump alarming. A getinge field service engineer (fse) stating that machine is on standby, when this was not the case, and also alarming to say that helium tank was not filling. All tubing etc looked satisfactory, and within normal parameters". Inspected unit and= und no errors. No related errors reported in logs. As per factory, tested and calibrated all transducers. Adjusted pressure regular and passed. All other transducers passed. Internal helium replenishment test passed. Performed functional, mechanical, visual an electrical testing. All tests passed. Cardiosave error reported were not repeatable. No parts replaced. Advised customer to allow cardiosave to pump on internal trigger for 24 hours on 120 bpm. Customer reported cardisoave pumped without any errors. Advised customer to return cardiosave into clinical use. Device passed all functional and safety tests as per 4 calibration procedure via 0070-00-0639 rev n. There was a patient involvement but no harm reported.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is alarming stating machine is on stand by when this was not the case and also was alarming to say that the helium tank was not filling.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit is alarming stating machine is on stand by when this was not the case and also was alarming to say that the helium tank was not filling. There was no patient harm reported. There was no patient harm reported.

Manufacturer narrative:
No analysis of production records was done.